Event description:
It was reported that following a percutaneous coronary intervention (pci) an angio-seal sts plus was selected for use. The pt was being treated for angina pectoris. A pre-deployment angiogram was not performed, but no anomalies were noted at the common femoral artery (cfa) puncture site. The vessel lumen diameter was 6mm. A 7f 25cm terumo sheath was used during the procedure. The angio-seal was deployed; however, hemostasis was not achieved. Manual compression was applied for an hour and a pressure band was put on. Hemostasis was achieved. The next day, peripheral blood flow was disrupted. An ultrasound confirmed an occlusion in the femoral artery. The artery was incised and the angio-seal was removed. The artery was sutured and blood flow resumed. Reportedly, the removed anchor was deformed. The pt has recovered, but remained hospitalized for dialysis treatment.

Manufacturer narrative:
One anchor, collagen, fragment, and suture segment, consistent with components used in the angio-seal sts plus device, were received for eval. No other components were returned. The anchor and collagen fragment were secured by the intact suture loop. The running suture was approx 0.60" in length; the suture proximal end was consistent with cutting. The collagen was removed; no contributing visual anomalies were noted. The anchor legs were curved away from the anchor dome, consistent with exposure to heat/moisture and external forces. A cone-like protrusion was noted in the anchor at the location of the end gate, consistent with molded in stress that was relieved by chemical and/or heat exposure. No other anomalies were noted. The knot was tight, and the collagen was compacted directly against the anchor dome. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) recommends that a pre-placement arterial angiogram be performed to ensure correct placement of the device in the common femoral artery (cfa).